Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The reported lens model is only qualified for use in the (a) and (b) cartridges. The product investigation could not identify a root cause. Information was provided that a new surgical tech was learning how to load the iols and they damaged the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a loading error with an intraocular lens (iol). Additional information received reports the lens was also damaged. Additional information was requested.